Event description:
Worn poly was reported.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A medical review was performed by a clinician and indicated that: the indication for the revision surgery sixteen years post-implantation is not clear. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were involved in this case the event could not be confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, patient medical records would be helpful in investigating this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Worn poly was reported.